Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image from the field, it is evident that the suture broke and frayed during insertion. Consequently, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Event description:
On 02/23/2024, it was reported by a arthrex subsidiary employee via email that an ar-1322bnf suture anchor suture frayed and the suture broke. This occurred a case with no patient harm. The case was completed using same model suture anchor.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.